Event description:
Customer reports to have dropped insulin pump during rewind. Customer states that pump was not able to continue rewind and shut off. After troubleshooting and changing batteries, customer was able to complete rewind. Battery indicator showed battery empty after placing battery cap. Battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.